Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in experienced safety mechanism/needle disengagement (removal) difficult and a damaged/deformed/defective catheter tip. Product defects were noted during use. The following information was provided by the initial reporter: material no. 383532, batch no. 9311076. Customer concern: clinical specialist working a non-bd related role at hospital. Difficulty retracting needle out of safety mechanism. Appears cannula tip is malformed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in experienced safety mechanism/needle disengagement (removal) difficult and a damaged/deformed/defective catheter tip. Product defects were noted during use. The following information was provided by the initial reporter: material no. 383532, batch no. 9311076. Customer concern: clinical specialist working a non-bd related role at hospital. Difficulty retracting needle out of safety mechanism. Appears cannula tip is malformed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/21/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one 22ga bd nexiva closed IV catheter system dual port unit within an undamaged open package from reference number 383532, lot number 9311076. The unit has all components present and intact. There were no visible anomalies or damage to the unit or components (i.e. The v-clip or the retaining washer), which could contribute to drag and/or resistance during needle retraction / disengagement. A functional test was performed where the needle was pulled back through the catheter until the needle tip secured within the tip shield. There was no drag or resistance observed and therefore no further observations or testing is necessary for the defect of needle disengagement difficult as this was not confirmed. The catheter tip was examined and found to be within specification. Foreign matter was observed present on the outer wall of the catheter tubing near the tip. Foreign in this incident was most likely ester plasticizer. An ester plasticizer is not used in the manufacture of the catheter tubing for the nexiva product. Plasticized pvc is typically used in hospital equipment, food wrapping, and numerous other commercial and industrial products. Therefore the foreign matter in this incident was noted to have potentially resulted in the clinical setting/environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.